Event description:
On (B)(6) 2023, information was received from a patient regarding an implantable neurostimulator. The reason for call was pt says that yesterday they found that when they connect to ins it says settings not available. They contacted manufacturer representative (rep) yesterday and was told to call pats-patient services. Pt says when they "clear my throat and cough I don't feel any tingling so I don't think its on". Pt hasn't had any falls or trauma and hasn't had any emi exposure. Pt connected during call and it shows stimulation is on, on group a. They moved to group b on the call and were still seeing settings not available. Redirected to healthcare provider (hcp)/rep. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. On 2023-aug-24, information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was mdt rep called after meeting with pt and reports that a week ago pt called him after seeing 'unable to deliver desired intensity' screen when trying to turn stimulation up using pt controller. Mdt rep reports that they met with pt today and impedance check showed that contacts 0 and 12 were 'out of range'. Mdt rep reports that he programmed around these contacts and pt was able to turn stimulation up and get desired relief without seeing the message. The troubleshooting steps that were taken on the call resolved the issue. Rep did not have a previous impedance test to compare to, but reports that hcp is always aware of the change and change in programming.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction (missing from initial rr): this regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.